Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2017 due to low blood glucose..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of under 20 to 69 mg/dl mg/dl at the time of the incidents. The customer was given soda and food to treat. The customer experienced symptoms such as incoherence and slurred speech. The customer was wearing the insulin pump during the incidents. The health care professional stated the customer had suffered a series of low events over the weekend. Troubleshooting was completed. The insulin pump will not be returned for analysis.